Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 310 mg/dl. The customer¿s current blood glucose was 139 mg/dl. The customer treated with manual injections. Customer was alleging possible pump under delivery. Troubleshooting was performed. The drive support cap appeared normal. The product will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with cracked reservoir tube lip, missing drive support sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.